Manufacturer narrative:
Insulin pump received with button error alarm due to flattened express bolus button dome switch. Also received with cracked reservoir tube lip, scratched lcd window, broken belt clip slot and cracked battery tube threads. Insulin pump received without the original belt clip. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was 426 mg/dl. Customer was unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.